Event description:
A customer contacted stryker to report that the defibrillation therapy provided by the device was delayed more than 30 seconds. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center further evaluated the customer's device and was unable to duplicate the reported issue. A cause of the reported issue could not be determined. The device was archived by stryker.

Event description:
A customer contacted stryker to report that the defibrillation therapy provided by the device was delayed more than 30 seconds. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.